Event description:
It was reported that the lot number on flange was not matching the lot number on the box. Issue was detected prior to use with the patient. No patient injury or involvement was reported.

Manufacturer narrative:
Samples received for evaluation in used conditions, decontaminated inside a plastic bag. No root cause must be determined since the complaint was not confirmed since no issues were found with the product, the lot number on flange is not equal to box/packaging lot number due this is the process from design. A review of the manufacturing process for was conducted by quality engineer in order to verify that there are no situations or practices that could create the event. No discrepancies were found. No information has been provided to date. This remediation MDR was generated under protocol (B)(4), as a result of warning letter (B)(4).